Manufacturer narrative:
During the investigation it was found that the locking issue was due to wear on the pawl and rachet mechanism. These components were replaced and the pump worked as expected.

Event description:
Users reported that during a case the bobbins holding the tubing in place would not remain locked causing the tubing to slip. Spectrum medical considers bobbin locking issues in a case a reportable malfunction. There was no patient harm.